Event description:
It was reported that the controller exhibited an unexpected loss of power due to an accidental removal of both power sources by the patient. The controller restarted without any problems and the patient didn't experience any symptoms. The controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No raw log files were available for analysis. Review of the available autologs report revealed a controller power-up event, with an associated pump start event, logged on 31/jan/2025 at 09:08:52, indicating a loss of power to the controller. Prior to the loss of power, bat(B)(6) was connected to power port one (1) and no power source was connected to power port two (2). After the loss of power, bat(B)(6) was connected to power port (1) and bat(B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds. As a result, the reported controller loss of power event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 investigated controller losses of po wer. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.